Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. The customer further stated that the insulin pump alarmed off no power. The customer's blood glucose was 311 mg/dl. While troubleshooting, the customer stated the insulin pump was not dropped or bumped. The customer confirmed the battery cap was not loose, cracked or damaged. The customer stated the drive support cap appeared normal, no air bubbles were present in the tubing and no leaks were observed. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.